Manufacturer narrative:
Block h6: imdrf device code a0509 captures the reportable event of suction button sticking. Imdrf impact code f08 captures the reportable event hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that orca valve was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2026, for foreign body removal. During procedure, the physician experienced difficulty with the orca suction button on the gastroscope. A small amount of the patient's esophageal tissue was suctioned. It was reported that the patient was hospitalized as a result of this event.